Event description:
It was originally reported that the device was not firing. No pt injury resulted. - upon initial evaluation on 3/29/07, it was discovered that the device had a broken tip and was firing straight shots. Complaint is now MDR reportable.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. The cause of the broken tip is unk. The product, which is a reusable device has been in the field since november, 2006.